Manufacturer narrative:
Follow-up #1: date of submission 6/26/15. Device evaluation: the device has been returned and evaluated by product analysis on 06/10/2015 with the following findings: pump was returned with the battery compartment cracked from top traveling to bumper and from bottom traveling to bumper. Moisture observed in the battery compartment. Preformed leak test- failed due to cracks in the battery compartment. Opened pump- no further evidence of moisture observed. Pump was also returned with a blank display. No physical damage observed on oled. Failed display flex found upon opening pump. Test display screen operated properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).